Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle cleanly detached into the ligament and was retrieved with the use of a forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Analysis of the returned uphold vaginal support system revealed that the mesh legs were detached from the mesh assembly and not returned. There was blood and tissue on the sleeves and mesh. The suture on the blue with white stripe dilator is broken indicating that the lead suture broke. There is no damage to the capio suture capturing device. The most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle cleanly detached into the ligament and was retrieved with the use of a forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.